Manufacturer narrative:
This report is submitted on march 22, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection. The patient was reimplanted with another device during the same surgery.